Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that they couldn't log in to the system. This resulted in a temporary loss of imaging functionality. There is no report of injury or death associated with this event.